Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous segment of the sfa. The stent was intended to be released but the deployment was not possible. Activation of the secondary release did not result in stent release, and manual deployment remained unsuccessful. Consequently, the device was withdrawn. A different stent was subsequently implanted and deployed successfully.